Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient experienced back pain and hematoma. The etiology was unknown and the patient was discharged on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until ultimately undergoing a pump exchange on (B)(6) 2019 (refer to per-2019-0135614; cs-126542). No product is available for investigation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.